Manufacturer narrative:
Product ID: e-cellular accessory, serial number: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor batteries leaked in the monitor compartment. The monitor is expected to be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model: 2490h, serial/lot#: (B)(4): the remote monitor was returned and analysis revealed that no defect was found. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.